Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07126) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. Premature eri was observed. The battery was within normal longevity range at last follow up in (B)(6) 2013. The device was explanted and replaced. The patient was in good condition after the event.